Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report numbers: 1627487-2013-18594, 18595, 18597 and 18598. The pt has 2 scs systems implanted. It is unk which devices are affected; therefore all possible lots are being reported. The pt has 2 model 3186 leads (from the same lot) implanted as part of one of her scs systems. It was reported the patient was experiencing autoreducing of her stimulation. Also, the patient indicated the ipg that is located in her chest is uncomfortable and she can feel it while inhaling. Surgical intervention may be taken at a later date to address the issues.